Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, after the reload was fired successfully, a plastic fell from stapler when removed from the gun. There was no patient injury.